Event description:
It was reported that the biomed had the arctic sun device that the nurse stated the temperature out wasn't matching the temperature in by more than 2 degrees, biomed tried a calibration and failed the calibration for an error 25, ctu was just purchased 05/2025 and the device was under warranty, device wasn't cooling either, chiller temperature (t4) was 33.3 degrees.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. All pumps are working but was not cooling. T4 was 33. 3 degrees. Chiller unit was replaced. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that the nurse stated the temperature out wasn't matching the temperature in by more than 2 degrees, biomed tried a calibration and failed the calibration for an error 25, ctu was just purchased (B)(6) 2025 and the device was under warranty, device wasn't cooling either, chiller temperature (t4) was 33.3 degrees.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.